Event description:
It was reported that the patient presented in clinic for follow up. It was noted that the patient's implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing on their ventricular lead. Programming changes were made and the patient was stable before, during, and after the procedure.